Manufacturer narrative:
Batch record review of reported lot and retain evaluation were performed; all results within specification.

Event description:
A female patient experiencing a (unconfirmed) bacterial infection, corneal scarring and decreased visual acuity os while including complete moistureplus in her lens care regimen. Patient explained that she has been using the brand of solution for 8 to 10 months, and her symptoms came on suddenly after she had been using this particular lot for almost 2 months. She saw her optometrist who prescribed an antibiotic (not specified) for several weeks. Patient was then referred to a corneal specialist who is now treating her. We are attempting to obtain complaint unit for testing and further information from the patient and attending physicians.